Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
It was reported by customer that the cables are broken from cardiosave intra-aortic balloon pump (iabp).

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site telephone- (B)(6). A supplemental report will be submitted upon completion of our investigation.